Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when the patient presented for routine follow-up with multiple episodes of non-sustained rv oversensing, intermittent oversensing was observed. Far p-wave oversensing and myopotential oversensing were suspected. Programming changes were recommended.